Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. There was no evidence of the reported issue in the event history log. Accuracy/functional tests were performed and the reported issue was unable to be duplicated. Three separate delivery accuracy tests were performed and the pump was slightly under delivering but within the published +/-6% specification. It was recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under delivering and need to be recertified. There was no reported adverse event.